Event description:
It was reported that pump experienced recurring malfunction alarms with code 12 with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Tandem technical support arranged shipment of replacement pump with updated software.